Event description:
A data error alert was reported by the customer after the pump shipping date. The blood glucose level at the time was 236 mg/dl, which is within the normal range. Technical support informed the customer that some history logs might have been erased, but this did not affect the therapy. The customer understood and continued to use the pump for insulin therapy.